Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose. The customer blood glucose level was 508 mg/dl at the time of incident. Customer's family reported other blood glucose values of the customer were 250 mg/dl, 580 mg/dl and 67 mg/dl. Customer's family run self test and self test was passed. Customer treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.